Event description:
It was reported that during the procedure to treat lesions in the anterior tibial artery with chronic total occlusions, an unspecified armada 14 xt balloon dilatation catheter (bdc) was advanced via a pedal access site and over a positioned ht command guide wire. During inflation, the balloon ruptured at 24 atmospheres. The armada 14 xt bdc was withdrawn from the anatomy without resistance. Another armada 14 xt and other unspecified balloon catheters were used to successfully complete dilatation of the lesions. An 018 ht connect guide wire was then advanced from a femoral puncture site to facilitate delivery of a non-abbott snare device to capture the ht command wire that was advanced from the pedal puncture site. The physician experienced difficulty advancing the non-abbott snare device over the ht connect guide wire and decided to withdraw the non-abbott snare device. The physician experienced difficultly removing the non-abbott snare device over the ht connect wire and indicated that the ptfe coating was coming off the proximal portion of the ht connect wire outside the body. The physician withdrew both the snare device and ht connect as a single unit from the anatomy. There were no pieces of ptfe coating left in the patient anatomy. A non-abbott 035 guide catheter was used via the femoral access site to provide a channel to enable the ht command wire from the pedal site to exit through the femoral site. There were no adverse patient effects and no occurrence of a clinically significant delay. The case was considered successfully completed resulting in a palpable pulse in the foot with increased blood flow to the foot. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: ht command; guide catheter: 035 quickcross. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the armada 14 xt over the wire (otw) instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure monitoring device is recommended to prevent over-pressurization. Based on the information reviewed, there is no indication of a product deficiency.